Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-18800-03 batch 1392503 was received for evaluation. Visual inspection revealed that the hex tip was twisted. Functional testing cannot be performed as the device was damaged. To prevent over-torquing, a torque-indicating adapter is recommended for use with the device. The most likely cause is over-torquing/over-engaging the driver with the screw head.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-18800-03 driver shaft became warped during a case the previous week. The driver warping had no effect on the patient, no delay, or other adverse effects. The doctor switched to a new driver to complete the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.